Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a stent delivery system was returned for analysis. A visual examination of the stent found that on the 5th proximal row, a stent strut was lifted on one side only and pulled distally. The undamaged distal section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 2.00 x 12mm non-bsc balloon catheter, a 3.00x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.